Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device failure was due to a contamination of the pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk anaylsis for this failure mode concludes that the risk is acceptable. (B)(4)

Event description:
It was reported to resmed that an astral device shut down during patient transit. The patient was manually ventilated and switched to a back-up device with no complications. There was no patient injury reported as a result of this incident.